Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via the log files. The log files captured intermittent low voltage and power cable disconnect alarms on 18jan2026. These alarms were due to the relative state of charge (rsoc) voltage fluctuating below the alarm thresholds. These alarms did not prevent the controller from supporting the pump functionality. The returned system controller, serial number (B)(6), did not pass one step of functional testing due to elevated measured resistances in the white power cable. The controller was connected to a known working test power module, test system monitor, test modular cable, and mock circulatory loop and was able to be run for an extended period without the reported alarms being replicated, even when the cables were manipulated. The system controller was disassembled for further analysis. Resistances were measured across the rsoc wires in both power cables and were atypically elevated, correlating with wire fatigue in the rsoc wires which could cause atypical alarms to occur. Provided information stated that exchanging batteries didn¿t resolve alarms and that the issue resolved with a system controller exchange. The patient denied dropping their controller or damaging it. The root cause of the observed voltage changes within the log file, causing atypical power cable disconnect and low voltage alarms to occur, could not be conclusively determined during this investigation, as the alarms were not reproduced throughout testing. However, the measured wire fatigue within the cables may have contributed to the cause of the event and is consistent with repetitive flexing of the cable overtime. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU (rev. D) and patient handbook (rev. A) are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low voltage alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange on (B)(6) 2026 around noon. The patient reported that the power on the controller was fluctuating between full battery and the yellow battery diamond. They changed both their batteries, not their battery clips, and the controller continued to do this. The patient did not attempt to go onto wall power at this time. The patient reported that since the controller exchange, they didn't have any alarms. The old controller was assessed, and the pins were all in good condition. The patient denied having dropped their controller or having any damage to it. The connections were clean. The site wanted to know if the exchanged controller was safe to use as the patient's backup. Log files were sent for review. Prior to the controller swap there appeared to be some odd low power and power cable disconnect events. It was recommended to replace the controller, since the issue resolved with the exchange.